Manufacturer narrative:
Please note correction to b3 (event date) and d9/h3. Additionally, please note correction to h6 (method and results codes) the complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: together with principal engineer r&d we have reviewed the received information and material, and we noted the following. Visual examination of the received angled wire shows that both ends got cut. Evaluation of the received long wire shows that one side got cut and the other side fractured based on a material fatigue, torsion of wire is observed, this torsion can affect negatively the fatigue resistance of wire. The presence of torsion is not explained. Furthermore, there are marks from the washer visible. Evaluation of the received short wire, which got received clamped in the wire bolt, shows that the wire is damaged in a manner evident as grooving throughout the part, the grooving is most likely made during the insertion of the wire by using the wire bolt as guide, these helical groove led in weakening of the material and to a fatigue fracture. It is most likely that after the first breakage a slotted plate got built-in in the construct for the second usage as the wire was too short at this time. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported, "broken wires on frame."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported, "broken wires on frame."